Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient dob & weight not provided by reporter. Unknown when device actually broke. UDI: unknown part number, UDI is unavailable his report is for unk - screw locking/unknown lot number. Currently, it is unknown which 3 screws were backed out from listed 41 screws. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was originally operated on (B)(6) 2015, felt pain and heard a crack in her sternum after surgery. The patient had sternal plating revision surgery on (B)(6) 2015 and it was found that three screws backed out of the plate and were floating around in her chest cavity. Another plate had pulled up off the sternum area. 4 plates and 41 screws were removed and replated with new plate and screws. (B)(6) 2015-the revision surgery is completed successfully without any surgical delay and without any other medical intervention required. No additional information is available. (B)(6) 2015- sc confirmed on (B)(6) 2015 that one plate had completely pulled up off the sternum area and another plate, which had three screws backed out of the plate and were floating in the chest cavity, was partially pulled up off sternum area. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the following device(s) were received: sternal unilock screw, self-drilling - part # 04.501.110, lot# unknown - qty: 5; sternal unilock screw, self-drilling - part # 04.501.112, lot# unknown - qty: 25; sternal unilock screw, self-drilling - part # 04.501.114, lot# unknown - qty: 10; sternal unilock screw, self-drilling - part # 04.501.116, lot# unknown - qty: 3; sternal plate - part # 460.039, lot # 7878840; sternal plate - part # 460.038, lot # 7584042; sternal plate - part # 460.045, lot # 7150944; sternal plate - part # 460.040, lot # 7910314. All returned implants were intact. Two plates were missing the emergency release pins. All devices exhibited signs of implantation with scratches, marks, and wear. One screw was still locked into part # 460.040, but it was locked into the hole off axis. It is unknown what caused the screws to back out of the plate, but it was likely the result of not inserting the screws at the proper 0 degree angle. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.